Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2021 following symptoms of abdominal pain and an obstructed pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with candida (species unknown) and an elevated white blood cell count (exact amount unknown). The patient was diagnosed with peritonitis due to lack aseptic technique involving unhealthy living conditions during ccpd therapy on the liberty select cycler at home. The patient was prescribed antifungal medication and antibiotics (unknown types, routes, dosages, frequencies and durations) during this hospital admission. The surgical procedure reported in the intake was the removal of the patient¿s pd catheter due to fungal growth on the interior of the catheter. Following this procedure, the patient underwent hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Corrected information: g2- not company representative (transcription error).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by a microorganism that a part of the normal flora of human skin, gastrointestinal tract and genitourinary tract. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2021 following symptoms of abdominal pain and an obstructed pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with candida (species unknown) and an elevated white blood cell count (exact amount unknown). The patient was diagnosed with peritonitis due to lack aseptic technique involving unhealthy living conditions during ccpd therapy on the liberty select cycler at home. The patient was prescribed antifungal medication and antibiotics (unknown types, routes, dosages, frequencies and durations) during this hospital admission. The surgical procedure reported in the intake was the removal of the patient¿s pd catheter due to fungal growth on the interior of the catheter. Following this procedure, the patient underwent hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.